Manufacturer narrative:
Additional information was received that lead fracture was confirmed via x-ray.

Event description:
A report was received that the patient fractured his leads and was no longer feeling the stimulation. The patient underwent a revision procedure wherein the leads were replaced per physician¿s preference. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient fractured his leads and was no longer feeling the stimulation. The patient underwent a revision procedure wherein the leads were replaced per physician's preference. The patient was doing well postoperatively.